Event description:
It was reported via legal documentation that approximately 69 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No additional information is available.

Manufacturer narrative:
Pending investigation. D10: (B)(6), 180-01-48 - crown cup,cluster-hole gr.48.

Manufacturer narrative:
H2: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.